Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and hernia recurrence. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and adhesions area a known inherent risk of surgery and both are identified in the adverse reaction section of the instructions-for-use as a possible complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2012 & (B)(6) 2013 - the patient underwent additional surgeries to repair the hernia defect and remove significant associated adhesions. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure and was injured and severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced adhesions and hernia recurrence. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and adhesions area a known inherent risk of surgery and both are identified in the adverse reaction section of the instructions-for-use as a possible complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the brand name and manufacturing date. Based on the available information, no conclusion can be made. Per medical records review, over 2 years 3 months post implant of ventralex mesh, the patient had abdominal pain, adhesions and small bowel obstruction and underwent partial mesh explant. Review of manufacturing records confirms product was manufactured to specification. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2012 & (B)(6) 2013 - the patient underwent additional surgeries to repair the hernia defect and remove significant associated adhesions. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedure and was injured and severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with implant of ventralex mesh. Per the operative report details, "the hernia sac was identified and dissected free. A large sized ventralex mesh was then placed into the defect and sutured". (B)(6) 2012 - patient had abdominal pain, adhesions and small bowel obstruction and underwent laparoscopic repair. Per the operative report details, " we took down the adhesions that were up to the umbilical mesh and then peeled off the mesh. There was a fibrinous capsule underneath the mesh and that was peeled off from the mesh with the bowel and the omentum. The bowel was identified in the fibrinous mesh adhesions area, it was not kinked and then the obstruction was relieved¿. Attorney alleges that the patient had adhesions, bowel obstruction, hernia recurrence and emotional injuries.